Event description:
It was reported that the pump battery fully depleted due to the customer not charging the pump. Subsequently the customer experienced an elevated blood glucose (bg) level (value not provided), nausea, and lethargy. Customer required assistance to treat bg level via manual injections. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
\The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.